Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there was sample carry over. The following information was provided by the initial report: the customer reports that they detected sample carryover.

Manufacturer narrative:
Updated event description b.5. To include details of erroneous results. Updated annex a codes to reflect 2nd event type.

Event description:
It was reported that while using the bd facslyric¿ that there was sample carry over. The following information was provided by the initial reporter: the customer reports that they detected sample carryover. From related record; 1. Was it obvious that the results were erroneous/could not be trusted? Yes. 2. Is a confirmatory test always performed? Yes. 3. Were patient samples involved? Yes. 4. Were erroneous results reported to the clinician? No. 5. Were patients treated based on erroneous results? No.

Event description:
It was reported that while using the bd facslyric¿ that there was sample carry over. The following information was provided by the initial reporter: the customer reports that they detected sample carryover.

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, and serial # (B)(6). ¿ problem statement: the customer reported a complaint regarding an issues with the sample carryover and erroneous results on (B)(6) 2022. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue with part # 663029. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ device history record (DHR) review: DHR part # 663029 serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 7 complaints related to the issue of carry or contamination for part # 663029. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ returned sample analysis: a complaint sample was not requested to be returned because no parts were replaced. ¿ service history review: review of related work order #: (B)(4); case # (B)(4) install date: (B)(6) 2021 defective part number: work order notes: o subject / reported: (B)(6) - facslyric - sample carryover o problem description: the customer reports that they detected sample carryover. O work performed: discussed state of instrument with customer on arrival. Over the span of 1 week, 4 out of 6 facslyrics are showing carry-over issues. They first noticed severe carry-over on 1 facslyric. Where cells from previous 2 tubes, where visible in that specific tube. They ran a carry-over benchmark test on all 6 lyrics. 4 out of 6 lyrics have carry-over issues. From intermittent to constantly present. For some carry-over, it takes 2 tubes of di water to get the carry-over below 0.1%. Checked all instruments but did not find specific issues. See below what I have checked : 1) sit flush droplets : 2 - 3 drops 2) sit needle height : aligned properly with bd tool 3) sit needle vacuum tube ok, not pinched. 4) on 1 lyric replaced sit needle peek tubing, no fix. Customer operation is currently impacted, with >50% instrument capacity loss. They are now checking for work-arounds to add additional washing tubes between samples to eliminate carry-over. Wh 21 nov : sit flush validation conform bd procedure flyr-22-38 + replacement of a written-off flowcell blue restrictor. No technical deviation was found and instrument meets technical specifications. Customer will validate if the instrument still has carry-over and inform us asap. Wh 6dec : after previous technical validations, it appears that the carry-over is purely an application topic. Carry-over can only be measured according to a specific nen-norm. Application ( dennis tielemans ) will go onsite to discuss with customer. The conclusion is that the customer was not measuring carry-over according to the norm : clinical and laboratory standards institute h62 protocol, validation of assays performed by flow cytometry. O cause: customer claims that instrument has carry-over o solution: carry-over was not measured according to the correct norm. Application will go onsite for follow-up. O parts replaced: n/a ¿ labeling / packaging review: n/a ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o azure ID: (B)(6) o ID: libivd-ra 632.1.8 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: wrong results by cross contamination. O residual probability: 1 o residual severity: 3 o residual risk index: 3 o residual risk evaluation: a o new hazards: none ¿ potential causes: based on the investigation, the potential cause of carryover and/or contamination was due to the customer¿s error in improperly measuring and calculating carryover. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause of carryover and/or contamination was due to the customer¿s error in improperly measuring and calculating carryover. After multiple previous technical validations at the customer¿s site, including a sit flush validation bd procedure flyr-22-38, it was concluded that the customer was not measuring carry-over according to the norm : clinical and laboratory standards institute h62 protocol, validation of assays performed by flow cytometry. An application¿s specialist had gone to the site to show and have a discussion with the customer. It was confirmed on 28nov2022 that the instrument was performing as expected, with recommendations of additional sit flushes to reduce carryover. No part was requested for evaluation as the parts that were replaced were not returnable, therefore was discarded. Although this complaint involves erroneous results, no results were reported to the clinician, nor was a patient harmed or injured from diagnosis. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation, the complaint was confirmed and the potential cause of carryover and/or contamination was due to the customer¿s error in improperly measuring and calculating carryover. An application specialist helped resolve the issue by retraining the customer and have them understand the calculations of carryover. There were technical issues and the instrument was running as expected. No erroneous results were reported to clinicians and no patients were harmed due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because there was no impact to customer and patient health or safety. ¿ supporting document: n/a h3 other text : see h.10.